Event description:
It was reported that a malfunction occurred on the pump, identified as malf 5. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset process, and confirmed the malfunction did not recur. Customer was advised to call back if any issues recurred, and it was concluded they could continue to use the pump.